Manufacturer narrative:
H10: the device was received for evaluation with a minicap attached to the female connector. A visual inspection with the naked eye and magnification noted broken occluder legs and a cracked main body. There was a substance around the thread of the main body and in the twist sleeve. The reported condition was verified as the damage would lead to a leak. The cause of the damage could not be determined; however, the damage is consistent with exposure to chemical agents such as foreign solvents, dyes, or cleaning agents that damage the transfer set materials. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) transfer set was leaking from an unspecified location with the twist clamp in the closed position. This occurred during use of the device for peritoneal dialysis therapy. The event was further described as even though the switch was off, fluid leaked. There was no patient injury or medical intervention associated with this event. No additional information is available.